Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up. Post-paced t-wave oversensing was observed on a stored egm. The patient did not receive therapy. The device was reprogrammed successfully. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.